Manufacturer narrative:
One device was returned to bd for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model sd110tg support catheter experienced a retraction problem and material deformation. These reports were received from various sources. This event involved one patient with no patient consequences. The patient was a male who was 77 years old and weighed (B)(6).

Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The device was returned for evaluation. One crosser catheter was stuck in the sheath. The tip of the sidekick was buckled and slightly bunched. The investigation is confirmed for material deformation and retraction problem. The root cause could not be determined based upon available information. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model sd110tg support catheter experienced a retraction problem and material deformation. These reports were received from various sources. This event involved one patient with no patient consequences. The patient was a male who was 77 years old and weighed 195 pounds.